Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump stopped working after a regular battery replacement. The insulin pump had critical regular alarms and a black round was constantly displayed on the screen with the message engine failure. Customer stated that when the battery was installed the pump starts up in normal mode, but it is not possible to exit the pump menu. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.